Event description:
It was reported that the patient received vibratory alerts for high voltage lead impedance out of range. A chest x-ray revealed that the lead was dislodged, touching the coil. The patient has a dnr. The tach therapy was disabled. The rv lead will be left in place.

Manufacturer narrative:
Na